Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify pump error alarms, audio/vibrate/absence of alarm anomalies, calibration anomalies, enter bg messages, auto mode loop anomalies, bg reading anomalies, communication anomalies, auto mode anomalies or sensor anomalies due to critical pump errors. Unit received with cracked case next to belt clip rail corner. Unit received with corroded motor home switch and corroded force sensor assembly.

Event description:
The customer reported via phone call that "they unable" to enter automode. The customer¿s blood glucose level was 125 mg/dl. The insulin pump will be returned for analysis.